Manufacturer narrative:
Product event summary: the device was returned and analyzed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5076-52 lead implanted: 2005 (B)(6); af3618c155xh stent implanted: 2009 (B)(6); ilxch181885 stent implanted: 2009 (B)(6); ilxch1824135 stent implanted 2009 (B)(6); ilxch1616115 stent implanted 2011 (B)(6); iexch161655 stent implanted: 2011 (B)(6); ilxch161685 stent implanted: 2011 (B)(6); ilxch121285 stent implanted: 2011 (B)(6). (B)(4).

Event description:
It was reported that the patient developed a hematoma which required the removal of the implantable pulse generator (ipg). The post lateral right ventricular (rv) lead and the right atrial (ra) lead were partially explanted. The post left ventricular (lv) lead was capped. There were no performance allegations against any of the products. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.